Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis therapy utilizing the cycler with cycler set and the peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported. Although no information was provided related to culture results or the determined cause of the reported infection, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the cycler and cycler set can be excluded as the cause of the patient¿s peritonitis. Plant investigation: the sample was not returned and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the 3-month time frame which preceded the event date. This review included the lot numbers for all cycler sets shipped to this account. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause. As a physical evaluation could not be performed, a definitive conclusion regarding the incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient was diagnosed with peritonitis. Attempts to obtain additional information were unsuccessful.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient was diagnosed with peritonitis. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Correction: b2.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that the patient was diagnosed with peritonitis. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.